Manufacturer narrative:
Received voluntary medwatch mw5152506.

Event description:
It was reported via voluntary medwatch that episodes of inappropriate atrial tachy response (atr) due to over-sensing of noise were observed on the right atrial (ra) lead. The ra lead remains in service. No adverse patient effects were reported.